Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that on (B)(6) 2022, the ureteral stent was taken out from the patient, and the stent was completely removed without causing any harm to the patient. A formation of calculi attached to the stent wall was found, and the patient was instructed to drink more water and receive symptomatic treatment.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned. A potential root cause for this event could be, "material selection". The device was used for treatment purposes, however, it is unknown if the device had met relevant specifications or contributed to the reported event. No manufacturing issues or non-conformances were note in the DHR review that could have caused or contributed to the reported event. Based on the results of the investigation, no additional action is required. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "potential complications associated with retrograde/antegrade positioning of indwelling ureteral stents include the following: ¿ edema ¿ stone formation ¿ peritonitis ¿ extravasation ¿ ureteral reflux ¿ stent dislogdgement, fragmentation, migration, occlusion ¿ fistula formation ¿ loss of renal function ¿ hemorrhage ¿ pain/discomfort ¿ stent encrustation ¿ hydronephrosis ¿ perforation of kidney, renal pelvis, ureter and/or bladder ¿ ureteral erosion ¿ infection ¿ urinary symptoms" "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that on 22 march 2022, the ureteral stent was taken out from the patient, and the stent was completely removed without causing any harm to the patient. A formation of calculi attached to the stent wall was found, and the patient was instructed to drink more water and receive symptomatic treatment.